Event description:
An issue was reported regarding the touchscreen responsiveness where the pump screen was frozen and unresponsive to customer input. The issue did not cause the customer's blood glucose level to exceed 500 mg/dl, indicating there was no adverse impact. The customer contacted technical support, received instructions for a complete pump reset, and successfully resolved the issue, restoring the screen's functionality.